Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-11998. It was reported that an error message displayed during aspiration. Three angiojet® solent¿ proxi catheters and an angiojet® ultra system console were selected for a thrombectomy procedure in the left arm fistula. The first catheter would not prime past 12 seconds. The second catheter primed. Aspiration was initiated for 20 seconds; however the device stopped and a check saline supply error message was displayed. The device appeared to be leaking from the base of the pump. The third catheter would not recognize the saline and displayed a "check saline" message and was unable to be primed. The procedure was completed with a balloon. There were no patient complications and the patient's condition was fine.